Event description:
The customer reported while the ventilator is plugged in, the battery is not charging; unit does not operate on ac power; only runs on battery power; does not power up on ac power; mains led is inactive; vent inop is illuminated on the front of the ventilator with a power fail alarm; post timer/24v failure. The customer reported patient involvement is unknown and there was no patient harm.